Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported the patient was hospitalized and treated with vancomycin injection (1gm, intraperitoneal, every 3rd day) for peritonitis. Patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
Additional information: a2, b5, b6, b7, d10 and e1. B5: upon follow-up, it was reported that on unknown date antibiotic treatment was discontinued and the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that peritonitis was manifested by cloudy pd effluent and abdominal pain. The cause of the event was unknown. At the time of this report, the patient is recovering from the event. Pd therapy was ongoing. No additional information is available. Should additional relevant information become available, a supplemental report will be submitted.